Event description:
Complaint filed with the FDA as a reportable product malfunction. The complaint information indicates the product may have failed to perform as intended, or, did not conform to product specifications. Device was not used for diagnosis.

Manufacturer narrative:
Any missing information or incomplete data is the result of information not being provided or released by the reporter despite attempts to obtain the required information. The medtronic instrument repair facility reported that the instrument was returned for analysis, and a visual examination of the device indicates the instrument was poorly maintained evident by impact points on the jaws operating wire in addition to the wire being bent. An additional 3500a (9680836-2010-00007/968038-2010-00008) was completed for each of the remaining items.